Event description:
A hospital in (B)(6) reported that there was a crack on the mr290 vented autofeed chamber between the chamber dome and base plate six days after use. No patient consequence was reported

Manufacturer narrative:
(B)(4). (B)(6). Method: the complaint chamber was returned to the manufacturer and visually inspected. Results: the visual inspection identified clear residue on the top of the chamber dome. The dome was found to be cracked in 3 places. One crack stretched from the base towards one port. Two cracks stretched along the base, one between the bracket and one port, and the second below the other port. A lot check revealed no other complaints of this nature for this lot number. Conclusion: we are unable to determine the root cause. Although residue was observed on the chamber dome, there is no indication that the cracks were caused by this. Every mr290 chamber is pressure tested to (B)(4) following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. The customer has reported that the cracks appeared after six days of use, indicating the fault occurred post production. Our user instructions that accompany the mr290v vented autofeed humidification chamber state the following: "set appropriate ventilator alarms." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." (B)(4).